Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, date of implant (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance on both the rv and superior vena cava (svc) coils. A possible lead fracture was suspected. The lead was attempted to be removed however part of the lead "snapped" and remains in the patient. The lead was replaced. No patient complications have been reported as a result of this event.